Manufacturer narrative:
(B)(4). Visual examination of the returned product identified damage to the sterile packaging (blister and pouch). Sterility has been compromised. The outer carton exhibits puncture damage. The reported event has been confirmed by evaluation of the returned product. DHR was reviewed and no discrepancies related to the reported event were found. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported upon opening the implant box, the stem was found to be sticking through the plastic box, creating a hole in the bag and inner plastic box. The outside box had no issues. A new stem was opened without any issues. There was no impact or harm to the patient. It was reported that no additional information is available.